Event description:
It was reported that during a training/demo of the da vinci system that the customer experienced an adapter recognition issue on the camera arm, accompanied by an abnormal noise when the sterile adapter was attached. The customer had already attempted to reseat the sterile adapter more tightly, swap to a different adapter, and perform a hard power cycle, but these steps did not resolve the reported issue. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the patient side manipulator. The system was tested and verified as ready for use. The psm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.